Event description:
The customer contact reported a broken tubing set. The tubing set was to be used to deliver an unspecified medication. It was reported that prior to patient use, the tubing set was reportedly broken in half at an unspecified location on the tubing set. No specified event details were provided. Although there was potential for a leak, no leakage was reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.